Event description:
Procedure type: low anterior resection. According to the reporter: the customer reports that dr (B)(6) felt as if the anvil squeezed the anastomosis when it tilted for removal. It was difficult to remove the instrument from the rectum and it required the surgeon to make maneuvers not usually necessary. The anvil finally detached itself from the instrument and had to be removed manually. Surgeon had to perform a second surgery to close the fistula with sutures.

Manufacturer narrative:
(B)(4).